Event description:
A malfunction alarm with code malf 24 was reported without any notable preceding events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.